Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment and damage occurred. During preparation of a 3.00 x 24 synergy¿ drug-eluting stent, it was noted that there was no stent on the balloon when the device was taken out from the hoop. The hoop was checked and the stent was found left in the opening of the hoop and was stretched. The procedure was completed with a different device. No patient complications were reported.